Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. To resolve the reported issue, the application software for the system was re-installed. The imaging system then passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that, while outside of a procedure, the imaging system would not entirely start up. No additional information was provided. There was no patient present when this issue was identified.